Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a small bowel resection procedure, staples were malformed at the 2nd firing. The staple height was gold. The device was fired across an existing staple line. The malformed staples were from the middle to the distal end of the staple line. Reinforcement material was not used. There was neither unexpected noise nor resistance. The tissue of the staple line was cut and sutured by hand to complete the case. There were no adverse consequences to the patient.